Event description:
On (B)(6) 2010, the pt reported experiencing elevated blood glucose due to a bent infusion set cannula. She stated her blood glucose was elevated to over 600 mg/dl last night at dinner and she changed the infusion site and found the cannula was bent. She injected 10 units of insulin. At 11:30 pm, her blood glucose measured 592 mg/dl and she injected 10 units of insulin. At 12:00 am her blood glucose measured 510 mg/dl and she bolused 10 units of insulin through the infusion device. At 3:29 am, her blood glucose measured 403 mg/dl and she injected 8 units of insulin. At the time of the report the pt removed the infusion site and found the cannula was again bent. The pt was assisted in using the infusion set insertion device to insert the infusion set headset. Upon follow up on (B)(6) 2010, the pt reported her blood glucose had decreased to her normal range, 130-150 mg/dl. The pt did not require assistance from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.